Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nissen procedure, the clips were not forming. Another device was used to complete the procedure. There was no pt consequence.